Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 330a62. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage along with its opened packaging. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 330a62, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Did the device start to deploy staples and cut but could not be completed (partial fire)? Yes. Were any staples delivered into the tissue at all? Yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Few of them are malformed. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Yes. Did the device cut the tissue? If the device cut, was the cut line complete? Yes, cut line was complete. How was the issue addressed? Surgeon has used another reload. Was there a patient consequence? If yes, how was the issue addressed? No consequences could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure the device misfired. No patient consequences were reported.